Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The visual inspection was normal. Interrogation and preliminary test results were acceptable. No anomalies were noted. The cause of infection could not be traced to the device.

Event description:
Related manufacturer reference number: 2017865-2024-22642, 2017865-2024-22644. It was reported that the patient presented to the hospital with an infection, redness and swelling at device pocket site and experiencing fever. The infection along with scar tissue was present on the leads. The physician explanted the system ¿ pacemaker, right atrial lead and right ventricle (rv) lead. The rv lead was replaced and connected to the original pacemaker which was taped to neck as a temporary pacing system. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.